Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented two weeks post implant after discharge for chest x-ray. It was observed the right atrial (ra) lead was dislodged and the right ventricular (rv) lead slack was withdrawn. The patient was scheduled for lead revision where fluoroscopy confirmed the dislocation of both lead from their initial positions. Each lead was explanted and replaced. However, the new right ra lead fell several times after being fixed in position. A second replacement ra lead was used to complete the procedure. The patient was stable throughout and was discharged.

Manufacturer narrative:
He reported events were helix mechanism issue and lead dislodgement. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued and some filars were broken at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After the lead was dissected, torque was applied to the inner coil at short range, helix could be extended and retracted with the helix extension length measured within specification. The cause of the helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil.

Manufacturer narrative:
Correction: h6 - investigation conclusions.

Event description:
It was reported that the patient presented two weeks post implant after discharge for chest x-ray. It was observed the right atrial (ra) lead was dislodged and the right ventricular (rv) lead slack was withdrawn. The patient was scheduled for lead revision where fluoroscopy confirmed the dislocation of both lead from their initial positions. Each lead was explanted and replaced. However, the new ra lead fell several times after being fixed in position and the helix failed to extend. A second replacement ra lead was used to complete the procedure. The patient was stable throughout and was discharged.

Manufacturer narrative:
Correction: b5.